Event description:
It was reported that the unipolar and bipolar impedances are high, over 14 million high impedance paces occurred since last session, and a polarity switch occurred in (B)(6) 2009. It was noted that the patient is being medically treated for atrial flutter/fibrillation, and has a cardiac catheter that was placed about a year ago. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.